Event description:
On (B)(6) 2018, the customer called in, stating she received replacement strips and meter. However, the test strips were the same lot number as her initial complaint for the test strips. She still is receiving er6 when strips are placed in the meter. Customer stated she will go to sam's to purchase more strips on (B)(6).